Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04june2019. (B)(4). The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse reported that the power switch overlay was replaced and the issue has been fixed.

Event description:
It was reported that a green power-on/off light emitting diode (led) did not turn on. There was no patient involvement.